Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. As received, the monitor would reset. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was resetting.